Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that customer's insulin pump was alarming and squirting insulin out during manual prime. The device counted down and froze. Customer changed the battery and the device turned on, but it is still pushing insulin out. Customer stated he heard a pop from the motor and saw that the drive support cap is sticking out. Customer dropped the device about six or seven months ago. Customer's blood glucose was 117 mg/dl. He was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.